Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, concerns a (B)(6) female patient with ethnicity reported as han. Reportedly, patient did not have any history of complicating disease, allergic history, family medical history or previous drug adverse reaction. Concomitant medication included dapagliflozin, glimepiride and metformin, all for unknown indication. The patient received human insulin regular 30% + human insulin nph 70% (rdna origin) (humulin 70/30) from cartridges via humapen ergo ii device, 16 in the morning, 10 at noon and 12 at night (units not provided), subcutaneously, for diabetes mellitus, beginning on an unspecified date around 2008. On an unspecified date, the humapen ergo ii injection button could not be pressed during the injection (lot number 0805d02, product complaint (B)(4)). On an unspecified date in 2020, the patient started using another humapen ergo ii (lot number 1707d01). It was unknown if the previous humapen ergo ii was discontinued. On an unspecified date in 2020, unknown time after commencing human insulin regular 30% + human insulin nph 70% and unclear via which humapen ergo ii device, the patient was hospitalized for high blood glucose. Further details were not provided. On an unspecified date in 2021, the injection button of the new humapen ergo ii also could not be pressed during the injection (lot number 1707d01, product complaint (B)(4)). On an unspecified date in the summer of 2021, unclear if after issue with second humapen ergo ii device, the patient had high blood sugar again. Reportedly, the injection did more than before, more and more severe (as reported), but further information was not provided. It was unknown if patient received any corrective treatment, if laboratory exams were performed and if the patient recovered from the events. As of (B)(6) 2022, the injection site button of the humapen ergo ii lot 1707d01 was getting worse and treatment with human insulin regular 30% + human insulin nph 70% was ongoing, but dose regimen had been changed to at 24 in the morning and 28 at night (unit not provided). It was reported that it was changed according to doctor advise, but date and reason for change was not provided. It was unknown who operated the devices and if operator was trained. The duration for use for this device model was around 14 years, of the humapen ergo ii lot 0805d02 was unknown and of the humapen ergo ii lot 1707d01 was around two years. The status of humapen ergo ii lot 0805d02 was unknown and the humapen ergo ii lot 1707d01 was continued. Return status of the devices was not provided. The reporting consumer did not know if the events were related to human insulin regular 30% + insulin nph 70% or to the humapen ergo ii devices. Edit (B)(6) 2022: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2022-00014 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, concerns a 50-year-old female patient with ethnicity reported as (B)(6). Reportedly, patient did not have any history of complicating disease, allergic history, family medical history or previous drug adverse reaction. Concomitant medication included dapagliflozin, glimepiride and metformin, all for unknown indication. The patient received human insulin regular 30% + human insulin nph 70% (rdna origin) (humulin 70/30) from cartridges via humapen ergo ii device, 16 in the morning, 10 at noon and 12 at night (units not provided), subcutaneously, for diabetes mellitus, beginning on an unspecified date around 2008. On an unspecified date, the humapen ergo ii injection button could not be pressed during the injection (lot number 0805d02, product complaint (B)(4)). On an unspecified date in 2020, the patient started using another humapen ergo ii (lot number 1707d01). It was unknown if the previous humapen ergo ii was discontinued. On an unspecified date in 2020, unknown time after commencing human insulin regular 30% + human insulin nph 70% and unclear via which humapen ergo ii device, the patient was hospitalized for high blood glucose. Further details were not provided. On an unspecified date in 2021, the injection button of the new humapen ergo ii also could not be pressed during the injection (lot number 1707d01, product complaint (B)(4)). On an unspecified date in the summer of 2021, unclear if after issue with second humapen ergo ii device, the patient had high blood sugar again. Reportedly, the injection did more than before, more and more severe (as reported), but further information was not provided. It was unknown if patient received any corrective treatment, if laboratory exams were performed and if the patient recovered from the events. As of (B)(6) 2022, the injection site button of the humapen ergo ii lot 1707d01 was getting worse and treatment with human insulin regular 30% + human insulin nph 70% was ongoing, but dose regimen had been changed to at 24 in the morning and 28 at night (unit not provided). It was reported that it was changed according to doctor advise, but date and reason for change was not provided. It was unknown who operated the devices and if operator was trained. The duration for use for this device model was around 14 years, of the humapen ergo ii lot 0805d02 was unknown and of the humapen ergo ii lot 1707d01 was around two years. The status of humapen ergo ii lot 0805d02 was unknown and the humapen ergo ii lot 1707d01 was continued. Devices were returned to manufacturer. The reporting consumer did not know if the events were related to human insulin regular 30% + insulin nph 70% or to the humapen ergo ii devices. Edit 16feb2022: updated medwatch fields for expedited device reporting. No new information added. Update 02mar2022: additional information received on 28feb2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for pc (B)(4) associated with lot number 0805d02 and pc (B)(4) associated with lot number 1707d01 with humapen ergo ii devices. Updated malfunction from unknown to no, date of manufacturer, device return status to returned to manufacturer, and date returned to manufacturer for both the devices. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated (B)(6) 2022 in the b.5. Field. No further follow-up is planned. This is a downgrade report that no longer meets the criteria for expedited reporting. This report is associated with 1819470-2022-00014 since there is more than one device implicated. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device was difficult to press. She experienced increased blood glucose. The investigation of the returned device (batch 1707d01, manufactured july 2017) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.